Event description:
It was reported that moderate mitral valve regurgitation (mr) was observed before implantation. Progression of the mr was observed since (B)(6) 2024. The progression of mr was identified by transthoracic echocardiogram (tte). The patient experienced worsening heart failure symptoms, mostly shortness of breath. The patient was treated with standard symptomatic therapy, basis congestive heart failure therapy.

Manufacturer narrative:
Section a: patient information was requested but could not be provided due to privacy policy. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported mitral regurgitation (mr) could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.